Manufacturer narrative:
Event occurred on an unknown date in 2020. Complainant part is expected to be returned for manufacturer review/ investigation, but has yet to be received. Reporter is a j&j employee. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent open reduction internal fixation surgery for femoral neck fracture with the femoral neck system (fns) in question. Three (3) months after the surgery, the surgeon confirmed by x-rays that the bone head necrosis occurred at the outside. On (B)(6) 2020, the patient underwent the removal of fns and bha surgery. The patient outcome was not reported. No further information is available. This complaint involves four (4) devices. This report is for (1) anti-rotation screw for femoral neck sys 80mm length - sterile. This is report 3 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: investigation selection investigation site: cq zuchwil, selected flow: adverse event (no reported product problem). Visual inspection: the received screws and plate for femoral neck system are returned with slight usage sings and scratches. Otherwise the devices are undamaged and still fully functional. This complaint is for the the bone head necrosis which was occurred 3 months after surgery. For this adverse event is no product problem was reported. Summary: without having the reported x-rays, we cannot confirm if a necrosis occurred by the patient, therefore this complaint will be rated as not confirmed. There is no reported product problem reported, and no manufacturing issues could be found on the returned parts. Furthermore, the review of the device history records shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. Failure in material or production could not be detected. We conclude that the cause of failure is not due to any manufacturing non-conformances. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: the provided lot number 3l74670 belongs to the semi-finished part 60123930, those semi-finished parts were sold under lot number 3l98302 and 3l98296. Sold, sterile part: part: 04.168.480s, lot: 3l98302, manufacturing site: grenchen, release to warehouse date: march 15, 2019, expiry date: march 1, 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Or part: 04.168.480s, lot: 3l98296, manufacturing site: grenchen, release to warehouse date: march 15, 2019 expiry date: march 1, 2029., a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Semi-finish part: 60123930, lot: 3l74670, manufacturing site: grenchen, release to warehouse date: march 10, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.